Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer. The reported failure was not reproduced. The inspiratory pressure transducer pcb was replaced as a preventive measure according to service manual recommendation for this failure. The replaced part was retained by the customer and not returned for investigation. The system device logs were received for evaluation. The evaluation of the received system device logs confirms the reported failure. The logs show that the system checkout failed in the o2 flush test with the message ¿flow too low during o2 flush button depression¿. The system checkout also failed in the pressure transducer test due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range; the measured zero pressure offset was 0 v. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout the zero-pressure offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The o2 flush test failed because of the pressure transducer pcb failure. The log also confirm the technical error code indicating open safety valve. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the faulty inspiratory pressure transducer pcb was the cause of the reported failures.

Event description:
The manufacturer's reference #: (B)(4).

Event description:
It was reported that while the anesthesia system was in use the flow was to low. In the logs a technical error code indicating safety valve open was found. There was no patient harm.manufacturer's reference #: (B)(4).